Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during an event involving a patient, their device powered off by itself when the code summary button was pressed. This issue occurred twice during the event. A backup device was obtained and used to continue patient care. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.